Event description:
Three reported false positives: sample ID: (B)(6), tested positive on (B)(6) 2022, came back the same day and tested negative. Both on clip. Sample ID: (B)(6), tested positive on (B)(6) 2022, came back (B)(6) 2022 and tested negative. Both on clip. Sample ID: (B)(6), tested positive on clip on (B)(6) 2022, came back (B)(6) 2022 and tested negative via pcr. Had been in 2 weeks prior on (B)(6) 2022 and tested negative.

Event description:
Three reported false positives: sample ID: (B)(6), tested positive on (B)(6) 2022, came back the same day and tested negative. Both on clip. Sample ID: (B)(6), tested positive on (B)(6) 2022, came back (B)(6) 2022 and tested negative. Both on clip. Sample ID: (B)(6), tested positive on clip on (B)(6) 2022, came back (B)(6) 2022 and tested negative via pcr. Had been in 2 weeks prior on (B)(6) 2022 and tested negative.